Event description:
It was reported that a patient underwent an acdf procedure at c5-c6 and c6-c7 to treat a herniated disc and degenerative discs, and right c5-c6 and c6-c7 ddd. At the 12 month postoperative evaluation, the x-rays showed "probable non-union at both levels". According to the report, it was believed that there had been resorption of graft and lucency around both grafts. There was no loss of fixation. The alignment was normal. There was no motion with flexion and extension views. It was noted that there are no clinical signs or symptoms. No treatment was prescribed. At the 24 month postoperative evaluation, it was reported that x-rays show a probable failure to fuse at both levels with a stable pseudoarthrosis. At the 36 month postoperative evaluation, the pseudoarthrosis was stable and not causing any problems and the patient was asymptomatic. No additional treatment had been required. At the 60 month postoperative evaluation, there was a continuation of the non-union. The patient was without symptoms.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.